Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the pump of this device was changed out due to sticking. A new pump was successfully implanted and no other adverse patient effects were reported.